Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported on (B)(6) 2017 that a patient experienced a burn on the leg from the grounding pad. The customer stated the patient was the last patient of the day on (B)(6) 2017 and the patient did not notice the burn until returning home and experienced pain. The patient returned to the doctor's office on (B)(6) 2017 and was referred to another physician, which the patient declined. The patient wanted to treat the burn at home. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. DHR information: the equipment did not contribute to this failure; therefore, a DHR evaluation was not processed. The root cause determined to be user error, not product related. The equipment was checked by the engineer during an in-service and was found to be functional. The evaluation of device manufacturing and inspection history does not need to be performed since equipment did not contribute to failure. DHR evaluation is not required. All information reasonably known as of 02oct2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.